Manufacturer narrative:
Medtronic received additional information that hartmanns, mannitol and 10,000iu heparin were used during prime. There was 1 unit of red blood cells, bicarb, gelofusine, metaraminol and potassium administrated on cpb (cardiopulmonary bypass). The lowest temperature was 34. A range of 34¿ of the arterial/venous line was noted. The temperature was 38 when re-warming in the arterial line and 37.5 in the venous line. There was no excessive use of suction. A single aortic vent was used. Pre bypass, 440s was measured with a hemachron 100. Extra heparin was given pre-bypass. The lowest act values on cpb were between 460-647s which was within protocol. There were no obvious line pressure changes throughout the procedure. The case was described asunremarkable. The calculated flow rate was 4.6lpm with a lowest flow of 4.8lpm. There were no periods of extended low flow. Suckers and vents were set to minimal flow 0.2lpm maximum and reduced when blood levels lower. The pump was a centrifuge pump using ap40. The sucker blood was not sequestered to the cell saver before returning to cvr. It was returned via the suckers into the reservoir. The suckers were out of the chest and off before protamine. The spectrum sensors were set at 300mls and 500mls. Blood levels did not drop below 500mls. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that after cardiopulmonary bypass, when the devices were being stripped down for clinical waste, strands and clots were observed within the fusion oxygenator and the ap40 centrifugal pump. There were no performance or coagulation issues noted during the procedure, and activated clotting times were measured and described as normal. No complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Device evaluation:visual inspection showed no outward signs of physical damage or abnormalities. Unit appeared to have been used.pressure integrity testing showed no internal or external leaks when run at 3 l/min with 23 psi, (1189 mmhg) of back pressure for 10 minutes. The device was sent to the blood lab for performance testing. The testing was conducted at a 1:1 ratio (7l/min blood and gas flows) the results were as follows: ¿ 187 mmhg blood side pressure drop conclusion: reason for the return was not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.